Event description:
Customer reported to beckman coulter, inc. (Bec) that the synchron lx 20 clinical chemistry system generated low glucose results and suppressed results for ammonia with blank absorbance low error message. Customer reported that there was no vacuum at the cartridge chemistry (cc) sample probe. Customer reported that the erroneous results were not reported out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found a clot in the collar wash vacuum valve and the valve spring was broken and rusty. The fse replaced the collar wash vacuum valve. The fse tested quality control and performed calibration. The fse verified the repair was performed per established procedures.

Manufacturer narrative:
(B)(4).